Manufacturer narrative:
(B) (4). The xray tube was the cause of arcing damaging gen. Driver pcb. He cannot setup hvsr pcb to spec. It needs to be replaced to calibrate system correctly. The ge service rep found that the hvsr didn't calibrate. To spec. He replaced hvsr pcb and calibrated the generator. The system is fluoroing, ut the arc test failed. There was a blown igbt snubber so he replaced the xray tube and hv tank. He calibrated the filament and igbt snubber blown then replaced the generator driver pcb. The arc test passed. The system operates as intended.

Event description:
The customer reported that the system was demonstrating problems with the exposure values, an overload fault error message displayed. Also, the system was arcing causing igbt snubber(s) to fail. No patient injury was reported.